Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent profile issue occurred. Following deployment of the 3.0x20mm promus element plus stent, the physician noted that the length of the implanted stent was longer than the labeled length. No patient complications were reported and the patient status is stable..

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system was returned for analysis. The balloon had been subjected to positive pressure and deflated prior to return. The balloon material was found to have stent crimp markings indicating that the stent was crimped in the correct location during manufacturing. The distance from the most proximal crimp mark to the most distal crimp mark was measured using a calibrated ruler and indicated that the stent met specification. A visual and microscopic examination found no issue with the profile of the tip. There were no issues note with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent profile issue occurred. Following deployment of the 3.0x20mm promus element plus stent, the physician noted that the length of the implanted stent was longer than the labeled length. No patient complications were reported and the patient status is stable.